Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, activation and end tone were heard but sealing was inadequate/partial. There was no re-grasp alert. No good seals were completed. Tissue gastric-intestinal was being sealed when the problem occurred. Bleeding was observed directly from the ligasure seal but blood transfusion was not necessary and there was no medical/surgical intervention or reoperation done to patient to stop the bleeding. The patient was not on any medications (any meds that can affect blood clotting or may contribute to bleeding). Another ligasure was used with the same generator and it worked fine.

Event description:
According to the reporter, during procedure, activation and end tone were heard but sealing was inadequate/partial. Bleeding was observed directly from the ligasure seal. Another ligasure was used with the same generator and it worked fine.

Manufacturer narrative:
Concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.